Manufacturer narrative:
Age at time of event: patient is 18 or older. (B)(6).

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in a mildly tortuous and moderately calcified iliac artery. A xch/035/260 amplatz super stiff guide wire was advanced to cross the lesion. When the amplatz super stiff guide wire was removed from the patient, it was noted that the guide wire coating peeled off. No pieces or fragments were left inside the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(A2) age at time of event - patient is 18 or older. (E1) initial reporter city: (B)(6). Device evaluated by MFR: unit returned ith its original pouch. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the distal tip bent in different sections. The body was kinked and elongated approximately at 250.5 cm from the proximal end. The guidewire surface was carefully inspected and some stains were found on its surface and with a bare eye it seemed to be that the coating got peeled, however, the coating was in good condition. No additional damage was found in the device. Additional detailed pictures were captured of the guidewire surface and to the damaged area found in the guidewire. Outer diameter of distal tip, middle of the device and the proximal section are within specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that the guide wire coating peeled off. The target lesion was located in a mildly tortuous and moderately calcified iliac artery. A xch/035/260 amplatz super stiff guide wire was advanced to cross the lesion. When the amplatz super stiff guide wire was removed from the patient, it was noted that the guide wire coating peeled off. No pieces or fragments were left inside the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries reported.